Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have sensor issues. Sensor had alarmed calibration error alarm. Customer's blood glucose was 600 mg/dl. After troubleshooting, customer will not be returning the device for analysis.